Event description:
It was reported, that part of the light-emitting diode (led) in the flow rate display area was off on the high flow insufflation unit. The issue occurred, during preparation for use. For an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name exceeded the character limit. The full name is: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a failure of the front panel. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.